Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Image review was completed, and additional information was provided.: the provided photos showed that the fragment that fell into the patient might have come from the permanent cautery hook (pch) pivot pin on the monopolar yaw pulley of the pch being used in this procedure. The following additional information was provided by engineering team: it looked like the instrument¿s main tube was broken and as a result, the proximal clevis was dislodged from its normal position. There may be potential for fragments from the main tube, but the fragment pictured does not appear to look like it came from the main tube. The analyst saw that a permanent cautery hook (pch) was also used from the photos provided and the fragment does resemble the pivot pin on the monopolar yaw pulley of the pch instrument, but the instrument would need to be reviewed to confirm. The analyst recommended the customer to return the instrument and the fragment for analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the instrument was broken at the tip and could not be removed by the trocar, which meant that the trocar and instrument had to be removed from the patient. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the fragment was from the fenestrated bipolar forceps, and it was not possible to determine where it came from because it was accidentally discovered during the procedure. The instrument was inspected prior to use and no damage or anything out of the ordinary was found otherwise it would have not been used. The surgeon was retaining and preparing the tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard material during the surgical procedure. It was not declared that the fragment fell inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure prior to the breakage. The fragment was retrieved with a robot's pliers. The customer confirmed that all fragments were retrieved, and it was confirmed by sight. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The customer confirmed that the fragment would be returned together with the instrument. The port incision was not increased in order to remove the instrument and cannula together. The procedure was completed with a backup instrument and there was no patient injury as a result of the instrument issue.